Event description:
A 22ga angiocath was placed in a patient's vein and radioactive tracer injected. Then flushed with heparin, and saline and the system was clamped. At this point a foreign item was noticed in the tubing. From observation, it appears to have come from the device itself. It was decided to remove the i.v. From the patient's arm. The foreign object was not investigated to determine its origin. It is trapped in the microtubing of the scalp vein catheter.